Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was brushing their teeth with their left hand. At device interrogation, the signal was clear, and auto-set up confirmed the selected vector (primary) was the preferred vector. All provocative maneuvers were performed using all vectors: primary seemed to be the one that best mitigated myopotential noises among all vectors. In order to reduce the risk of further inappropriate therapy, the physician decided to extend smart charge while the conditional zone and shock zone were set to 230 beats per minute (bpm) and 250 bpm respectively. System position was reviewed via x-ray imaging which showed correct shock vector from coil to can. Technical services (ts) was consulted, noting all three vectors have low r-wave amplitude below 1 millivolt (mv), with primary being the preferred vector. Programming options were discussed, and no further assistance was needed. The patient continues to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This product remains in service. Additional information: on (B)(6) 2026, an emergent follow-up was scheduled because the device had delivered another inappropriate shock (on (B)(6) 2026) while the patient was brushing teeth. The device was programmed primary 2x. We performed provocative maneuvers trying to optimize device programming. Considering myopotential oversensing, the secondary sensing vector was not suitable in this case. In agreement with the physician, alternate 2x was programmed, considering that myopotential was mostly correctly recognized and smart pass stayed on during postural changes. Also, smart charge was set to its maximum value and cutoff to 230-250 bpm. The patient will be monitored via latitude twice per week in (B)(6).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was brushing their teeth with their left hand. At device interrogation, the signal was clear, and auto-set up confirmed the selected vector (primary) was the preferred vector. All provocative maneuvers were performed using all vectors: primary seemed to be the one that best mitigated myopotential noises among all vectors. In order to reduce the risk of further inappropriate therapy, the physician decided to extend smart charge while the conditional zone and shock zone were set to 230 beats per minute (bpm) and 250 bpm respectively. System position was reviewed via x-ray imaging which showed correct shock vector from coil to can. Technical services (ts) was consulted, noting all three vectors have low r-wave amplitude below 1 millivolt (mv), with primary being the preferred vector. Programming options were discussed, and no further assistance was needed. The patient continues to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This product remains in service. Additional information: on 22-january-2026, an emergent follow-up was scheduled because the device had delivered another inappropriate shock (on (B)(6) 2026) while the patient was brushing teeth. The device was programmed primary 2x. We performed provocative maneuvers trying to optimize device programming. Considering myopotential oversensing, the secondary sensing vector was not suitable in this case. In agreement with the physician, alternate 2x was programmed, considering that myopotential was mostly correctly recognized and smart pass stayed on during postural changes. Also, smart charge was set to its maximum value and cutoff to 230-250 bpm. The patient will be monitored via latitude twice per week in the next month.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was brushing their teeth with their left hand. At device interrogation, the signal was clear, and auto-set up confirmed the selected vector (primary) was the preferred vector. All provocative maneuvers were performed using all vectors: primary seemed to be the one that best mitigated myopotential noises among all vectors. In order to reduce the risk of further inappropriate therapy, the physician decided to extend smart charge while the conditional zone and shock zone were set to 230 beats per minute (bpm) and 250 bpm respectively. System position was reviewed via x-ray imaging which showed correct shock vector from coil to can. Technical services (ts) was consulted, noting all three vectors have low r-wave amplitude below 1 millivolt (mv), with primary being the preferred vector. Programming options were discussed, and no further assistance was needed. The patient continues to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.